Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2021-00882 and 1627487-2021-01675. It was reported the patient complained of not receiving adequate pain relief from the scs system. Reportedly, the patient had back surgery and feels better, and does not believe she needs the scs system therapy anymore. The patient requested to have the scs system removed.